Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an open incisional hernia repair procedure in 2010 and mesh was implanted. In (B)(6) 2012, the patient experienced recurrent hernia with a report of feeling a burst at the place of the original hernia. The patient underwent hernia repair procedure on (B)(6) 2014. During the procedure, the mesh was found to be properly incorporated with a tear in the top right quadrant. The current patient condition is good.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.